Manufacturer narrative:
G4: 16jun2020. B4: 26jun2020. There was no request for a field service engineer (fse) onsite visit and no service order was opened in regards to this allegation. This complaint was received through the customer feedback process. There was no request for technical support regarding this allegation and there is no record of a service order being opened. Philips is unable to confirm the customer¿s allegation since there was no technical support requested. The hospital's biomedical technician replaced the lcd(liquid-crystal display ) assembly cable. The device passed all performance assurance tests and was placed back into use with the customer. This reporter stated that a 54 years old patient with unknown gender, height, and weight, was admitted to a hospital on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted on an unknown date, the patient experienced an event with details not reported, was prescribed ventilation therapy, and hospital staff connected the patient to the v200 ventilator via philips respirator mask; model number, lot number, and expiration date not reported, with humidification provided by a fisher pike m850. The ventilator prescription and settings was not reported. While administering therapy to the patient on 25dec2019, the v200 ventilator¿s touchscreen display showed a black screen, the device alarmed, and the patient experienced an event of increased heart rate and decreased oxygen saturation; baseline measurements, beats per minute, and oxygen percentage not reported. It is unknown if the ventilator continued to deliver therapy, if the therapy was discontinued, or if therapy was continued on another device. The outcome of the patient experiencing an event of increased heart rate and decreased oxygen saturation is unknown. No relevant laboratory data was reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17jan2020.

Event description:
The customer reported screen fault cannot show information. The device was in clinical use at the time the issue was discovered, and there was patient or user harm reported.